Manufacturer narrative:
A customer technical support (cts) assisted the customer with troubleshooting. Fluid appears to be backing up in line 18 large drain tube. Cts had customer run the ise prime and verified drain function, but could not reproduce the leak, and instrument resumed normal operation. Customer is to call back if leak comes back. No further leaking hydro was filed as of (B)(4) 2011. Service was not dispatched. No clear root cause was identified for this event.

Event description:
Customer contacted beckman coulter inc., (bci) reporting that fluid is leaking from line 18 at fitting on drain assembly in synchron cx5 ce analyzer.no injury has been reported in connection with this event.